Manufacturer narrative:
Received 1 used statlock clip only. The reported issue was confirmed; however, the cause is unknown. The visual inspection noted that he plastic swivel base was disconnected from the adhesive pad upon return. Based on the simple condition functional testing cannot be completed however it was observed that the base contained residues of adhesive, the amount of adhesive cannot be determined based on the sample condition so it is unknown if this complaint was related to the manufacturing process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "warnings and precautions: do not use the statlock® device where loss of adherence could occur, such as with a confused patient, diaphoretic or nonadherent skin, or when the access device is not monitored daily. Observe universal blood and body fluid precautions and infection control procedures, during application and removal of the statlock® device. Minimize catheter manipulation during application and removal of the statlock® device." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the statlock clamp disconnected from the plastic swivel base.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the statlock clamp disconnected from the plastic swivel base.